Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was successfully performed with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly post evar procedure, the sutures were advanced successfully; however, bleeding still occurred. A cut down was performed and hemostasis was achieved surgically. Due to the surgical intervention, a clinically significant delay was reported. No additional information was provided.